Event description:
It was reported that the customer had a air bubbles occurred on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was informed to review the relevant infusion set and insulin pump IFU. The customer was advised that we are sending replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.